Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported error 23062 has returned on console #1. The caller was not sure if there was any obstruction and they were able to get the error cleared but wanted to follow up as the error returned. The system was not online at the time of call and the caller had left the room so pop up logs were not available. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the manipulator controller ergo base (mceb) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The manipulator controller ergo base (mceb) was returned and evaluated by the failure analysis (fa) team. During failure analysis, the ergonomic error 23062 was confirmed but not replicated. A review of lighthouse logs revealed error 23062, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. At bench test dv commander was utilized to verify the proper function of both the hss and the armrest motor/brakes; no anomalies were observed. A digital multimeter (dmm) was then used to measure voltages throughout the armrest motor and brake circuits. All measured values met specification, and no issues were detected. The mceb was installed in a reference (golden) system and demonstrated expected performance. Ten consecutive power cycles were performed, with all ergonomic functions physically verified for proper operation after each cycle. The mceb subsequently idled in the golden system for 17 hours without incident. Based on these results, failure analysis determined that no root cause could be attributed to the reported events.

Event description:
Refer to h11 for follow-up information.